Manufacturer narrative:
There was no event information provided, only that there had been an anecdotal report of an event.

Event description:
It was reported that there was an anecdotal report of an incident of a pressure ulcer formed on the patient's upper lip possibly caused from compression between the tube protector and the anchorfast guard track or clamp assembly. It was felt by the hospital that the device with bite block may have caused extra pressure on the area. No patient or event information was available.